Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display showed lines and no clinical information could be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.